Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, crack on the handle of the front enclosure was observed likely due to user mishandling such as a drop. In addition, bent battery lock was observed. The root cause was attributed to mishandling. The observed physical damage is not related to the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 needs to be replaced to address the ua07 error. The archive data review showed occurrence of multiple ua07 error message on the reported event date. In addition, not related to the reported complaint, ua 17 (motor on for too long during active operation) error message was observed on 15 august 2020 not on the reported event date and was cleared by the user. User advisory is a clearable error message. Ua17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, check battery and press restart. During a ua 17 error message, the platform is trying to achieve the 20% compression, but did not have enough power to achieve this compression rate within 0.38 seconds. After replacing load cell 2, battery lock and front enclosure, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, and platform will not perform compression. No patient involvement.